Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Sixteen months post index procedure the patient received an intervention where 8 endoanchors were implanted. Per the investigator¿s assessment, the intervention was successful and no endoleaks were noted at the end of the intervention. In addition, no procedural or device related events were noted during the intervention. A year later additional information received indicated that the patient expired, cause unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.